Manufacturer narrative:
This report being submitted is a cancellation report due to the device being evaluated on 14-aug-2020 and no defect found.

Event description:
The stent was broken inside while opening the packet. No impact to patient - prior to use. This report being submitted is a cancellation report due to the device being evaluated on 14-aug-2020 and no defect found.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was broken inside while opening the packet. No impact to patient - prior to use.